Event description:
Physician was performing an angioplasty on the obtuse marginal (om) coronary artery and was removing the coronary balloon after inflation. The wire shaft that the balloon is mounted on broke in half while still in the coronary artery. Both parts were able to be retrieved without incidence.